Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad buttons were found to be responsive to button presses. There was no physical damage found to the keypad cover. The keypad cover was removed and no contamination found. Unrelated to the complaint, moisture was observed in the pump. A leak test failed revealed the display lens was leaking. The pump was opened and moisture was observed throughout the pump casing. Also unrelated to the complaint, the vibratory alarm was inoperable; moisture was found on the vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.